Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 471 mg/dl at the time of incident. The customer treated high blood glucose with insulin pump. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that the insulin pump alarmed insulin flow block and resolved by changing entire set. No further patient complications were reported.